Event description:
It was reported that shortly after 5076 lead was implanted, the patient felt pounding in his chest and hiccupping which appeared to be diaphragmatic pacing. Output of the lead was decreased thus resulting in loss of ventricular capture. Attempts were made to reposition the lead but were unsuccessful. The entire system was explanted and replaced with a right sided system. Additional information received with returned lead indicates the lead was repositioned (from implant procedure) because it was through the myocardium, not capturing and not sensing. The lead was repositioned to the septum and dislodged after the case was completed. Because venous access on the left side was not possible, the device and lead were replaced with a right sided system. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Asku: it was reported that shortly after 5076 lead was implanted, the patient felt pounding in his chest and hiccupping which appeared to be diaphragmatic pacing. Output of the lead was decreased thus resulting in loss of ventricular capture. Attempts were made to reposition the lead but were unsuccessful. The entire system was explanted and replaced with a right sided system. Additional information received with returned lead indicates the lead was repositioned (from implant procedure) because it was through the myocardium, not capturing and not sensing. The lead was repositioned to the septum and dislodged after the case was completed. Because venous access on the left side was not possible, the device and lead were replaced with a right sided system. No further patient complications were reported as a result of this event.